Event description:
The facility reported a colleague infusion pump with the reported condition that "no mains ac icon displayed on the front panel". It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with no mains ac icon displayed on the front panel was confirmed during product evaluation. The root cause of the reported problem was determined to be blown fuses. Appropriate action was taken to correct the reported problem by replacing the main fuses. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.